Manufacturer narrative:
Analysis of the device was normal. No anomalies were found. A device history record (DHR) review was performed and review of the sterilization records confirmed normal sterilization cycles for the products. The device met specifications prior to leaving abbott manufacturing facilities. The product was returned and visual inspection was normal. The cause of infection could not be traced to the device.

Event description:
It was reported that there was an infection from pocket erosion months after the initial implant. It's not believed that the infection was due to device and leads. No new product was implanted as the patient will be on antibiotics. The patient was stable.